Manufacturer narrative:
Device not returned. Hcp has been sent email correspondence regarding the process and sds's of the chemicals used. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported chemical odor with masks. The masks associated with this event were decontaminated with thebattelle ccds "closed system" process.